Event description:
Caller reported damage to the pump housing and usb port, which impacted their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent with updated software, and the caller was informed about the return process and the training available through their tandem source account.